Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a procedure on (B)(6) 2014, to excise the excess skin. On an unreported date prior to the procedure, the patient was prescribed an antibiotic (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.